Event description:
Caller tested 3.2 inr on the coaguchek xs system. She reported having blood in her urine, and went to the hospital where a comparison lab returned as 2.36 inr. No medical treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.